Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12r device was returned with the white cap damaged broken. In an attempt to replicate the reported incident, the provided device was activated manually and in the next actuations, no straps were fire even though the device was being actuated on several occasions. The instrument was disassembled; upon disassembly the ratchet pawl and ratchet spring out of position causing the firing issue. 10 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and absorbable straps were used. The device jammed after 2 fires. There were no adverse patient consequences. No further event details were provided.